Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the patient experienced low blood glucose. Customer's blood glucose was 25 mg/dl. Customer stated patient shut off the insulin pump and had juice to treat low blood glucose. Customer stated that patient may have given too much insulin and shot. Customer stated he will find out why patient had blood glucose of 25 mg/dl and will call back. No further information provided.